Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) did not flow prior to patient use. The device was filled 8g flucloxacillin, citrate buffer and sodium chloride, total volume 230ml. The patient used another device for treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. Correction to a4: weight. H4: the lot was manufactured from (B)(6) 2019 - (B)(6) 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. After the blue winged cap was removed, evidence of continuous flow of fluid was observed at the distal luer. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.